Event description:
It was reported to philips the device was unable to measure ECG, showed an ECG malfunction inop message, and there were ECG bias processor pca status log entries. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.